Manufacturer narrative:
Product event summary: the full lead was returned, analyzed no anomalies were found.

Event description:
It was reported that the right atrial (ra) lead was exhibiting non-capture. A lead dislodgement was observed via chest x-ray. The passive fixation lead was explanted and replaced with an active fixation lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4092-52 lead implanted: (B)(6) 2014. (B)(4).